Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back and said the issue is persisting and said they see a replace controller battery screen and the screen goes white. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient (pt) reporting difficulty charging the ins for they think over a month. Pt stated it 'works for awhile and then stops'. Pt stated they have seen an error to contact medtronic but, does not have further details of the message. Pt stated they think the paddle is no good anymore. Pt reset controller- pt provided conflicting information and denied damage to recharger and the controller port. Pt then stated that they lay on their back on the paddle to charge the ins - agent reviewed best practices. Pt got the belt and was able to charge the ins in a sitting position with the belt on the call without any issue. Pt saw controller 80% and ins 80% recharging excellent. Pt added that it takes a long time to find the ins and it took 4-5 hours to get a 'full charge'. Agent reviewed charging the ins with stim on/off. Pt will monitor issue, document if the message appears again, and call back if further assistance is needed. No symptoms were reported.